Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and had a keypad anomaly. Customer's blood glucose was 229 mg/dl. The customer stated that buttons and keypads were not responding to the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected numbers ramping noted. No button error alarm noted. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.